Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights lucea 50/100. According to the photographic evidence, particles were missing from cracked covers and torn label. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, particles were missing from cracked covers and label was torn. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to cracked cover and torn label, leading to missing particles, which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. A review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claim device to number of sold devices worldwide, we can assume that the failure ratio of the investigated issue related to the cracked cover is moderate and very low for chipped label. A root cause analysis performed by subject matter experts at the manufacturing site. Label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. The user can visually detect the cracks during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device. For cleaning, the IFU (IFU for lucea 50/100 01741 rev. 10 ¿ pages 46 and 47) warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d1 brand name and d4 serial # fields deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 50/100 corrected d1 brand name: lucea 100 previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).